Manufacturer narrative:
Discrepant negative grading in antibody identification test for one patient sample. The root cause could not be determined, although it cannot be excluded the negative reactions obtained are sample-related, the antibodies being weak and or at around the detection of the reagents and techniques used. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
Complaint reporter is reporting a discrepant negative grading in antibody identification for a patient sample in indirect antiglobulin test (iat) using biovue technique on their ortho vision biovue analyzer. Complainant/complaint reporter: mrs. (B)(6)- laboratory technologist event date: (B)(6) november 2016. Reported on: 08 november 2016 by mrs. (B)(6) to the helpdesk. Software version: 3.6.0. Reagents: ortho biovue system igg cassette lot igc013f exp. 04 december 2016. Ortho biovue system neutral cassette lot and expiry date not provided. The 0.8% resolve panel c lot 8rc516 exp. 29 november 2016. Patient information: sample ID (B)(6). No further detail was provided. The customer said that, on (B)(6) 2016, they had tested sample ID (B)(6) for antibody identification in iat technique using ortho biovue system igg cassette and 0.8% resolve panel c lot 8rc516 in conjunction with their ortho vision biovue analyzer and that they had obtained negative reactions with the eleven cells of the red cell reagent. The customer said that, when reviewing the reactions manually they would have graded the reaction obtained with cell 1 as weak positive (with 0.5+ reaction strength). The customer said that, on the same day, they had tested the same sample for antibody identification in enzyme technique using ortho biovue system neutral cassette and the same lot of red cell reagent in conjunction with the same analyzer and that they had obtained a positive reaction (with 2+ reaction strength) with cell 1 and negative reactions with the other cells of the red cell reagent. The customer said that they could identify an anti-cw(rh8) antibody. The customer said that no biased result was reported to the physician. The customer said that the patient was not harmed as a result of the reported event.